Event description:
It was reported that an angio-seal sts device was deployed in the right groin post coronary angioplasty. Hemostasis was achieved immediately with no oozing or sign of hematoma. Ten minutes post procedure, bleeding was noted at the puncture site and a femostop was applied. Immediately following, a hematoma formed and the patient underwent a vascular consult. The patient was transferred to surgery for repair of the femoral artery. The collagen and anchor of the angio-seal device were found inside the artery and removed; the patient is reportedly recovering.